Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not working when first press, buttons stick down when they press them push hard act and enter button. Customer stated insulin pump had battery life diminished, some batteries lasting less than seven days, scratches on the display, rainbow effect making it hard to read, rewind was slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.